Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that two lot numbers c17703 and c15558 were provided; however, it is unknown which lot# corresponds to the device. Therefore, both lots were reviewed. Lot #: c17703, catalog #: 5maxjet7, UDI #: (B)(4), manufacture date: 04/22/2019, expiration date: 04/21/2022. Lot #: c15558, catalog #: 5maxjet7, UDI #: (B)(4), manufacture date: 04/29/2019, expiration date: 04/28/2022.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician advanced a neuron max 6f 088 long sheath (neuron max) into the patient¿s vessel, followed by a guidewire, a velocity delivery microcatheter (velocity), and the jet7. The guidewire was then removed, and a non-penumbra revascularization device was advanced through the devices and into the clot. The velocity was also removed and aspiration commenced using the jet7 and revascularization device to break up the clot. The physician encountered resistance while retracting the revascularization device out of the jet7 and reported that it was unable to be retracted further out of the jet7. Therefore, the physician decided to remove the jet7 and revascularization device together. While pulling back on the devices, the jet7 broke apart at the hub. It was reported that the broken jet7 was connected by the unraveling coil wind; therefore, the jet7 and revascularization device were able to be completely removed from the patient. The procedure was then completed using a new jet7, the same neuron max, the same velocity, and the same revascularization device. There was no report of an adverse effect to the patient.